Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1267022) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to receiving an ER-3 message on his adc meter. Customer further reported that he "experienced symptoms on the leg artery related to the issue". Medical survey was not completed because customer declined to continue troubleshooting. Prior to disconnecting the phone call customer stated he had sustained an unspecified injury related to this issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).